Event description:
The customer reported obtaining erratic readings of 308, 141 and 280 in less than 10 minutes on their surestep meter. Customer reported feeling dizzy, nauseated with a dry mouth, however, customer did not seek medical attention. It is unknown if customer took medication.